Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the physician requested review of episodes stored by this implantable cardioverter defibrillator (ICD). Technical services (ts) reviewed per request. Ts advised the patient was in self-conducted ventricular tachycardia (vt). Anti-tachycardia pacing (atp) was delivered. Atp accelerated the vt arrythmia into ventricular fibrillation. A shock was delivered which converted the arrythmia. Ts noted in all episodes reviewed the arrythmia was converted successfully. This ICD remains in service. No additional adverse patient effects were reported.